Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/18/2016 with the following findings: during investigation, the original complaint of the damaged or cracked display was unable to be confirmed. The display screen was fully functional. The pump was opened and there was no damage observed to the display screen or the display lens. Unrelated to the original complaint, the keypad was found to be peeling up at the base. All the buttons were responsive during to user presses. The keypad was removed to inspect under the contacts and there was no contamination found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.